Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created to capture the allegation. ''One week later the patient had a ventral dislocation and a closed reduction took place. This pc was linked to (B)(4). Doi: (B)(6) 2018, dor: (B)(6) 2019, unknown side.